Event description:
The pt was bilaterally implanted with siltex becker 50 mammary prosthesis on 9/27/96, subsequently the prosthesis ruptured and the pt experienced infection and inflammation of both breast.